Event description:
The storz lighted ureteral stent package insert containing sterilization directions and indications for use info was for a product different than the device in package. This was discovered before pt involvement. Manufacturer contacted for directions and ultimately device was able to be used and we proceeded with surgery. Issue is incorrect labeling and directions for use.